Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay on an unknown number of patients on unknown dates. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patients' treatment.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event dates were not provided. D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation.h6: health effect impact code - f26. H3 other text : single use; device discarded.

Manufacturer narrative:
B3: the date provided is an approximation, as the exact event dates were not provided. D4, g4: this report is being filed on an international product, list number 192-000j, that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single use; device discarded.

Event description:
The customer reported, an unknown number of false positive results with the ID now covid-19 2.0 assay, on an unknown number of patients on unknown dates. The customer confirmed, there was no patient harm due to the test results. Additionally, the customer confirmed, there was no delay or impact in the patients' treatment.